Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. They were unable to perform the basic occlusion test, occlusion test, prime/compromised force sensor system alarm test, excessive no delivery test due to the compromised force sensor system alarm. The pump was received with normal operating currents and passed the unexpected error test. The pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, and a broken reservoir tube lip.

Event description:
The customer reported via phone call that he had received a compromised force sensor system alarm on the insulin pump. Customer stated that he pushed his drive support cap back in the bottom of the pump. Customer went to change his infusion set and when he pressed the act button, he got a compromised force sensor system alarm. Customer noticed that his drive support cap was sticking out. Customer stated that he received the alarm while filling the cannula. Customer's blood glucose was 219 mg/dl at the time of the incident. Customer reported that he does not have a back-up plan to treat with at this time. Customer stated that the pump has not been dropped in over a month. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.